Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report. The hdf-3500 device is not available for distribution in the united states but is similar to the sam 350p and 450p which is distributed in the united states.

Event description:
The customer contacted heartsine to report that their device failed to issue audio prompts at power on. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device on a patient which could delay therapy. There was no patient involvement reported with the event.

Manufacturer narrative:
Heartsine's investigation determined the root cause of the reported fault to be a damaged speaker cable. Upon receipt, the device would not issue the audio advisory prompts as per the reported fault. A visual inspection of the speaker cable identified that the cable was severed in the region where the rim of the upper case meets the lower case. The fault could not be replicated after replacing the speaker. The device was scrapped by heartsine and the customer was provided with a replacement device. Initial reported details submitted in initial report were incorrect. Section e has been updated accordingly. Section e1, initial reporter address of the initial medwatch report indicates: (B)(6); section e1, initial reporter address of the initial medwatch report should indicate: (B)(6).

Event description:
The customer contacted heartsine to report that their device failed to issue audio prompts at power on. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device on a patient which could delay therapy. There was no patient involvement reported with the event.